Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was not working appropriately. A chest x-ray revealed the lead had pulled back into the superior vena cava. The lead was revised on (B)(6) 2019, the helix was not working so a new lead was implanted. The patient was stable.

Event description:
New information noted that loss of capture and high threshold was also noted on the lead. The lead was noted functioning in any capacity.